Manufacturer narrative:
Updates made to: b5 - describe event or problem. D4 - expiration date. D4 - unique identifier (UDI)#. D6b - explanted date. D9 - device returned and date added. H4 - manufacturing date added. H6 - health effect-impact code update from f10 (inadequate/inappropriate treatment or diagnostic exposure) to f1903 (device explantation).

Event description:
Patient has not had effect of therapy since the implant of the evoke spinal cord stimulation (scs) system. On the 22 march 2023, a saluda rep was notified an explant of the full scs system is scheduled for on (B)(6) 2023. It has been further reported the explant procedure occurred on (B)(6) 2023. The explant procedure went well.

Event description:
Patient has not had effect of therapy since the implant of the evoke spinal cord stimulation (scs) system. On the (B)(6) 2023 a saluda rep was notified an explant of the full scs system is scheduled for (B)(6) 2023.